Manufacturer narrative:
One device was received in used condition, without the original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no damage, bad bonds, cuts, or kinks detected in the device that could cause the failure mode reported. Per functional leak testing, no leaks detected in the device tested. The complaint was not duplicated or confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
Other text: d4: lot number; expiration date is unknown: h4: device manufacture date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable set was leaking. No patient injury. No additional information.